Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
(B)(6). After a MRI at 1.5 t conducted on the patient with the implanted device(done for 30-40 min only on the brain), although the device was properly set (functionality test and coiling configuration of the microsensor), the transducer stopped to work and to monitor the pic. It was necessary the explantation of the device: after the explantation it was detected a burning of the tip sensor. Repository number: (B)(4). (B)(6) 2015 per affiliate no adverse consequences, no delay, device removed and replaced with a new one.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the sensor was not functional, and appeared burned. No reading was observed on one of the sensor wires. Based on the condition of the device, no further functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined that the cause of failure was use related. Trends will be monitored for this or similar complaints.